Event description:
It was reported that the pt was explanted of the ci concerned on (B)(6) 2013. According to the info on the device explantation report, the ci was explanted because of an infection and wound healing problems.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device analysis will be submitted as a f/u report.